Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. During the procedure two access sheaths were used and 5 closure devices were deployed. After each unsuccessful deployment the device was fully recaptured and removed. The physician checked for a pericardial effusion, but one was not noted. The 5th closure device was successfully implanted in the laa of the patient. The patient remained hemodynamically stable during the entire procedure. All the devices were removed from the patient and a transthoracic echocardiogram was performed post procedure. This imaging showed that there was a small pericardial effusion present. The patient remained stable and the effusion resolved on its own. No intervention was ever needed for the patient and two days post procedure the patient was discharged home doing fine.